Manufacturer narrative:
A field service engineer was dispatched on 11/25/2015. The fse inspected the gradient sensor. The fse found the pump pumping eradically, not able to make one complete turn. The fse replaced the fluid pumping unit, adjusted flow, ran calibrators, controls, and patients. The g7 analyzer was functioning as intended and errors cleared. No further action required by field service. The most probable cause of the reported event was the pump unit a mechanical failure tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported grad (gradient) sensor error with their g7 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.